Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered an alert for out-of-range/low rv tip-to-rv coil impedance. Follow up was conducted and no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.